Manufacturer narrative:
The investigation into the pump did not start issue has been completed. The impella 5.0 was returned for investigation. The returned impella 5.0 was tested and ran without issue. The root cause of the pump stop was unable to be determined as no data logs and insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support. The complainant reported a failure of the pump to start. A new pump was used without any reported harm to the patient. No further information was provided.